Event description:
On (B)(6) 2023, the patient had primary right hip surgery. On (B)(6) 2023, the patient came in reporting pain due to a periprosthetic fracture that was caused from falling. The surgeon cabled the fracture, revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully on (B)(6) 2025, the patient came in due to pain and the cause is unknown. The surgeon revised the competitor stem and head with a competitor stem and head and revised the medacta liner with a medacta liner. The case was completed successfully. On (B)(6) 2025, the patient came in due to pain associated with a dislocation. The surgeon swapped the dm liner. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in due to pain associated with a dislocation of the head from the liner and the cause is unknown. The surgeon swapped the liner with competitor`s liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 dec 2025. Liner: mpact dm 01.26.2858mhc double mobility hc liner d 28/dmi (k092265) lot 2105783: (B)(4) items manufactured and released on 18-jun-2021. Expiration date: 09-jun-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.158mb mpact dm acetabular shell d 58 (k143453) lot. 2218082: (B)(4) items manufactured and released on 26-jan-2023. Expiration date: 11-jan-2028. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported event during the period of review (the previous event is related to the same patient). Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.